Manufacturer narrative:
Ous MDR - upon receipt, it was confirmed that the device was operating in the safety backup mode. Battery status was bol and four charging cycles were recorded to the device memory. The memory content of the device, as well as the returned memory dumps from (B)(6) 2010 and (B)(6) 2010, have been analyzed. The analysis revealed that the home monitoring alert was triggered, because the ICD had detected multiple areas of invalid memory content. By design, the ICD performs self-checks. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the rom backup mode to assure the patient's safety. While in this security program, the ICD is able to deliver anti-bradycardia and anti-tachycardia therapies. Upon interrogation, a device status error message appears to notify the physician. The activation of the security program does not indicate a device malfunction. Next, a manual correction of the invalid memory areas was performed, the ram application was restarted and operated as expected. The ability of the device to delivery therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, a long term test was performed using a temperature environment of 37 degrees c. With regard to the clinical observation, the long term test did not show any deviations from the technical specs. Based on these analysis results. It cannot be excluded the memory corruption was caused due to external influences. The analysis did not reveal any sign of a material or mfg problem.

Event description:
Ous MDR - after an implantation time of approx three months, a home monitoring red alert 'special device status' was reported. The device appeared in back-up mode for no obvious reason on interrogation (B)(6)2010. Device was explanted and returned for analysis.